Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for multiple back operations. The patient stated that they have had their implant for quite a while and it seems to not be where it used to be. The ins moves and sometimes pinches their skin so they will have to put their hand on their back and try to push it right again. The patient stated that the issue began a few months ago; maybe 6 months ago. The patient noted that they do not have a healthcare professional (hcp) so they were sent a listings of hcps to follow up with. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they are having their implantable neurostimulator (ins) replaced on (B)(6) 2017 because the ins is hurting and flipping down. The patient was not sure exactly why the ins turned sideways but it started in the (B)(6) 2017. Additional information was received from the patient on (B)(6) 2017. The patient stated that it began around (B)(6) 2017. The device moving and pinching has not yet been resolved but they were waiting for reparation on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the unit in the back was wiggling around and not staying in place anymore which has been getting worse for a good several months (confirmed as 2017). Starting in (B)(6) 2017, it started pinching the patient sometimes. The patient has an appointment with her health care provider scheduled for (B)(6) 2017. There were no further complications reported.